Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was severe cystocele with stress urinary incontinence and mild to moderate rectocele. The procedure performed was a cystocele repair with pubovaginal sling placement and cystoscopy.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.